Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported the healthcare professional (hcp) had a patient that had episodes of weakness that started with" tightening in upper abdomen and lower chest" at the same time getting "cramps in their back/butt/leg and loss of strength in both legs". Sometimes it would go up into the chest and have pain and it "would go down to bilateral first three fingers" that would go "numb and tingling". The patient had their pump exhibited and the patient was diagnosed with an allergic reaction to the pump. The patient had a custom pump made and had no further issues.